Event description:
It was reported by the affiliate that during an unk procedure the clips were delivered open. It was impossible to completely close the clip applier. The case was completed with a like device with no pt consequence.